Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl before going to bed. The customer delivered a correction bolus to address bg level. Several hours later, it was reported that the customer's bg meter registered a "low" reading, however the exact value was not provided. The customer consumed glucose tablets to treat bg level. Reportedly, the customer over-delivered insulin when addressing the elevated bg level. The customer changed the supplies on the pump and was recommended by tandem technical support to consult with health care provider regarding diabetes management.